Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "alcl." Histopathological were not provided. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.7, g.1, g.2, h.6.

Event description:
Patient representative reported patient experienced ¿pain prior to explant procedure,¿ ¿chronic pain,¿ ¿rashes,¿ ¿itching,¿ and ¿mental pain, anguish and fear due to risk of further/increased risk of alcl, and other past and future ¿non-economic damages ¿mental pain and suffering,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿mental and emotional suffering, fear, grief, anxiety, apprehension.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disfigurement¿ and ¿disability;¿ these events are not related to the device. Previously reported event of "alcl" remains unconfirmed.

Event description:
Healthcare professional reported right side "alcl." Histopathological were not provided. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: "alcl".